Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Although it was confirmed that the device involved would not be available for further evaluation, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: when the clinician was drawing blood from a patient using a vaccutainer to the caresite valve, upon disconnecting the vacutainer from the caresite valve, a scant or drop amount of blood leaked from the caresite valve. No injuries reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). As confirmed by the user facility, no samples were available for evaluation in connection with this incident. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection. Without the actual device, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.